Manufacturer narrative:
UDI: unknown part number, UDI unavailable. Upon completion of the investigation, a follow up report will be filed.

Event description:
Complaint 1: medstream control unit or pump, sn unknown. During a patient refill last wednesday ((B)(6) 2016), the first communication was performed without issue. The refill was performed but when the clinician tried to end the pump refill with the cu, the communication was not possible. He tried to switch the cu off and on again, but the communication was not possible. The patient is fine now, taking other medications. As we do not know if the communication failure come from the pump or from the cu, there might be a pump hardware failure, so I recommended to have him come back (he will do this on friday or monday) to control the pump with the 2nd cu provided by the (B)(6) team.

Manufacturer narrative:
Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. The cause(s) of the difficulty reported by the customer could not be determined. Complaint will be closed at this time as 'no complaint sample returned to codman for evaluation'. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Not evaluated reason: device not available.

Manufacturer narrative:
Updated UDI: (B)(4). Corrected fields: d10, h10. Additional information: d1, d2, d3, d4, g4, g7, g5, h2, h3, h4, h6, h10. It was previously reported that the device would not be made available for evaluation. The device was subsequently returned. This report has been updated to reflect the corrected information. Visual inspection of the returned control unit found the device was in good condition. The control unit was cleaned with alcohol and switched on without being plugged in to mains. The communication was possible between the control unit #(B)(6) and the pumps tests s/n: nnbljw & nnmnkvd. No communication problems were noted with those 2 medtream pumps. However, the control unit was sent to the supplier for additional investigation. The investigation at the supplier detected a communication problem of the control unit. This communication problem was due to a fsk signal was out of tolerance. A DHR review was performed for the product code 91-4205; s/n: (B)(6) lot ckccrm and no discrepancies were observed. The control unit was released on february 24th 2009. The root cause of the defect reported by the customer was identified to be an abnormal setting of the fsk demodulator circuit of the control unit pcb1. The defect discovered on the control unit during investigation will be reworked free of charge and sent back to the customer. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.